Event description:
It was reported that during a gyn procedure, the end of the device was broken off. Another one was used to complete the procedure. The blade did not fall into pt. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.